Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem (unable to baseline) was confirmed by the distributor. A review of distributor evaluation records confirmed that the electrode belt was intermittently unable to complete an ECG baseline. The cause for the failure was isolated to an intermittent short in ECG "c". An unused pulse wire in the cable migrated into ECG "c", causing a short. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete an ECG baseline during a patient fitting.